Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Event description:
It was reported that after cleaning after a surgical procedure at the user facility, the device was leaking an unknown substance. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
An event of leaking was not reported by the customer, nor was it found in service. The customer reported that the handpiece housing was discolored. This was not an event regarding a reported malfunction that is likely to cause or contribute to a serious injury or death if it were to recur.

Event description:
It was reported that after cleaning, after a surgical procedure at the user facility, the device has a coating on the metal after only one sterilization. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that after cleaning after a surgical procedure at the user facility, the device was leaking an unknown substance. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported coating was confirmed by a manufacturer repair technician through visual inspection. The coating was found to be faded anodization, which can be caused by improper or non-recommended cleaning procedures or material degradation.